Event description:
Report #2 of 2. As reported by a legal notification, the patient had an initial left total knee arthroplasty, subsequently, three (3) years later, the patient reported via legal documentation that a future revision procedure is required due to early prosthesis wear. It is unknown if the patient has a future planned or scheduled revision procedure. No medical or surgical interventions were reported. Additionally, the patient reports via legal documentation experiencing significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed. No additional information is available.